Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon ts tibial insert. This information was received via a post market surveillance surgeon survey. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Review of the post market surveillance surveys noted, "tri ps - can impinge inserts patella baja."